Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited loss of capture several days post implant due to micro-dislodgement. The lead was repositioned on (B)(6) 2010. Subsequent interrogation revealed loss of capture upto 7 v. When the lead was tested on a pacing system analyzer, it captured and sensed appropriately. The lead was explanted and replaced on (B)(6) 2010.